Event description:
Incident of non-compliance that occurred at institution as well as the actions taken in response to this incident. A pt undergoing standard (non-experimental) radio frequency ablation of liver metastases developed two small skin blisters from contact with two temperature monitoring electrodes. These minor blisters quickly resolved, and the pt's health was not impaired at any time. Facility has now learned that while the device used to perform the radio frequency ablation was fully approved for non-experimental use, the temperature-monitoring device was not. It is facility's understanding that the MFR of the temperature monitoring device, omega engineering, did not expect it to be used in this manner. That temperature-monitoring device was brought to the operating room by a rep of the co mfg the ablation device, radio therapeutics. This individual did not clear the use of the temperature-monitoring device with facility's dept of biomedical engineering, as it is policy to do. In addition, there was no protocol approved by facility's institutional review board (irb) for the experimental use of this device. Internal reviews of this incident have led to the adoption and implementation of add'l safeguards and procedures to prevent the use of any equipment in operating rooms prior to review by the dept of biomedical engineering. Rptr's office has also reviewed with the attending surgeon that the use of any non-approved device, even one used for monitoring alone, must be under the oversight of the irb through its approval of a protocol. Facility has also reiterated to those involved that all applicable institutional and federal regulations governing research must be followed. In addition, the surgeon will take the one-hour training course given by the office of protocol research on pt protection and irb issues of concern to all clinical investigators. Facility sees no need for add'l actions at this time, but wanted to make the appropriate federal agencies aware of this incident and actions taken by facility in response to this incident.